Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01641 & 001642).

Event description:
It was reported that patient underwent an initial hip arthroplasty and was subsequently revised on february 13, 2014 due to dislocation. A review of invoice history confirmed the initial hip procedure occurred on (B)(6) 2013 and that the acetabular cup, liner, head and taper were removed and replaced during the revision procedure.